Event description:
It was reported the patient was having poor pain control from her pump after the morphine and infusion rate were decreased. The patient was experiencing pain relief while receiving 18mg of morphine daily. However, the patient needed to have her pump replaced because it was reaching normal end of battery life, so the morphine and infusion rate were decreased. During the pump replacement, it was stated the catheter had a small leak "as it makes a sharp 90 degree angle bend into the intrathecal space." In addition, the patient had a recurring infection in the elbow. The patient recovered without sequela. The medication being delivered via the device system was morphine.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.